Manufacturer narrative:
(B)(4). Date sent: 9/26/2017. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic roux-en-y, single anastomoses bypass, clips would not dispense properly - could not get clips to close on tissue - opened new device to rectify. Surgery delayed by two mins. No further complication to patient and procedure completed.